Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient had atopic dermatitis and antimicrobials had been administered since postoperative period, but the pocket area became swollen. There were no additional adverse patient effects reported. The rv lead was explanted.